Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Additional information indicates that this ICD was explanted during the rv lead revision procedure.

Event description:
Boston scientific received information that this patient's system had exhibited increased pacing impedances which are now noted to be out of range with a value of greater than 2,000 ohms. It was reported that the physician is considering replacing the lead as the patient has a subcalvian stent very close to the lead. At this time, the cause of the high impedances is unknown. No adverse patient effects have been reported.

Event description:
Additional information indicates that this system's rv lead was being extracted for probable lead fracture; however, has not been confirmed at this time. An attempted explant procedure was performed; however, the physician was unable to successfully remove the lead. The patient was transferred to a different hospital for extraction. No further information has been made available.